Manufacturer narrative:
(B)(4).

Event description:
The reporter alleged that the device would not inflate. There was no reported patient injury or adverse event. Additional information has been requested but not yet received.

Manufacturer narrative:
(B)(4) - evaluation summary: post market vigilance (pmv) led an evaluation of two devices opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned devices. An obturator was received. The inflation syringes were not received. The valve seals were intact. The locking collars were intact. A cut was observed to penetrate one balloon. A balloon was unable to be inflated due to the observed cut. The flapper valves and locking collars functioned properly. Visual and functional testing of the undamaged product confirmed the product met quality release specifications that were tested regarding the reported condition. The reported condition was confirmed. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. File will be closed as a misuse of the product. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.